Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion was located in the midlly tortuous and mildly calcified veins of the patient's arm vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that in the process of dilating this product the balloon was burst at 7 atmospheres for 30 seconds and contrast leaked was confirmed. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Initial reporter facility name- (B)(6).

Manufacturer narrative:
E1. Initial reporter facility name-(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion was located in the midlly tortuous and mildly calcified veins of the patient's arm vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that in the process of dilating this product the balloon was burst at 7 atmospheres for 30 seconds and contrast leaked was confirmed. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient is stable.